Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient. It was reported that the patient¿s implantable neurostimulator (ins) battery was dead. The patient stated that it didn¿t matter if the battery dead for the MRI. It was further reported by the patient that there was poor communication, as the ins was unable to communicate with the external devices. The patient thought they were getting the poor communication screen. It was noted that the patient¿s last successful recharge session was about two years prior to the date of this report. The patient stated that it didn¿t seem like it did a lot of good. The patient was redirected to their healthcare provider (hcp) to address a possible overdischarge. No further complications were reported or anticipated. Indication for use is spinal pain. Additional information was received from the consumer and the patient. It was reported that the patient¿s implantable neurostimulator (ins) was not working. The consumer stated that the device would no longer turn on and was not charging. The consumer stated that the patient was supposed to have an MRI the week prior to the date of this report, but the device was not put on MRI mode and the MRI did not push through. It was noted that the device had not been charge in a long time, about two and a half to three years. The patient wanted to meet with a manufacturer representative for troubleshooting. No further complications were reported or anticipated. Additional information was received from the patient and a manufacturer representative. A manufacturer representative met with the patient and did 4 physician mode resets (pmrs) and was unable to get the ins out of the overdischarged stated. It was suggested that the manufacturer representative attempt a few more pmrs and then defer to the hcp if unsuccessful. No further complications are anticipated. Additional information received from the manufacturer representative reported that the patient did not want to try additional resets after the first four tires. It was unknown if a battery replacement had been scheduled. The overdischarge was not resolved.